Manufacturer narrative:
The user reported receiving a glucose suspend alert. The sensor was returned for further investigation. In house testing of the returned sensor showed no anomalies. A review of the dms data revealed depressed signal and reference channels which triggered the glucose suspend alerts. This could not be reproduced during in-house testing, and this may occur in some instances where a failure mode present in the body is not replicated in the lab. The potential root cause may be related to patient-specific physiological or environmental conditions around the hydrogel in-vivo affecting sensor performance. A replacement sensor was provided to the user as part of the resolution.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported of receiving glucose suspend alerts which led to early sensor removal.